Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific left ventricular (lv) lead, was suspected to be presenting fusion beats or atrial fibrillation (af) in their rhythm. Technical services (ts) was consulted and reviewed stored episodes. The review revealed this crt-d and non boston scientific lv lead exhibited intermittent loss of capture (loc). Ts advised about the patients rhythm, lv lead testing and device programmed settings, with an in clinic examination recommended. This crt-d remains remains in service. No adverse patient effects were reported.